Event description:
The customer reported that device would spontaneously disarm when charged to deliver therapy. There was no report of adverse pt impact.

Manufacturer narrative:
Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue. This is a malfunction regarding an intermittent electrical connection between the therapy cable and the therapy port.